Event description:
Bd 1 ml luer-lok tip syringes (10 syringes) found where the packaging was not sealed completely and the syringe was exposed to air (no longer sterile). The ref number is 309628, lot 5114737, exp 2030-03-31. Syringes pulled and segregated. Patient code: 4582. Device code: 1444, 1421. Reference reports mw5175537, mw5175538, mw5175539, mw5175540, mw5175541, mw5175542, mw5175543, mw5175545, and mw5175546.